Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that he needed an adjustment done on his ins because its not working. The patient explained that ¿its not doing what it used to do.¿ no further complications were reported.

Event description:
Additional information was received from the patient. Patient provided clarification that the a tune-up was needed. The circumstances that led to the device not working was that patient had a higher level of pain in the sciatica nerve in their left leg. Steps taken to resolve the issue was the moved the area that the device affected. The issue was resolved at the time of the report. Patient's provided their weight information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.